Event description:
It was reported the device shut off in the middle of a patient infusion. There is no patient information.

Manufacturer narrative:
The reported event of device had device shut off issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the april 2021 complaint review board (crb) did not find an increasing trend for the reported issue of device shut off. Based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the pcu 1.5 module device shut off, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
The root cause of this failure was not identified. Although requested, patient information was not provided. No device will be returned per customer.

Event description:
It was reported the device shut off in the middle of a patient infusion. There is no patient information.